Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on september 19, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 26, 2023.